Event description:
It was reported that during the stent procedure, the first stent was successfully deployed at the lesion in the mid lad. However, a hematoma was found at the distal lad. A second stent was advanced to this site (contrary to IFU), but would not cross. The tip of the sds got caught on the previously implanted stent. The stent delivery system (sds) was pulled to withdraw it, and the guiding catheter was unengaged and the guide wire was removed from its position. The whole system was removed, however, the stent was left behind in the brachial. A snare device was used to successfully retrieve the dislodged stent. Another stent was used to successfully treat the hematoma.